Event description:
The customer reported poor pads/paddles ECG signal quality (noisy trace, wandering baseline, etc.) During testing. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The serial number initially reported was for the defibrillator.